Event description:
A user facility reported to olympus that the image was flickering. The problem, as reported to olympus, occurred during a fibroendoscopy procedure. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
The device was returned to olympus and evaluated. The evaluation confirmed the reported problem and found that the light blinked with no errors. Upon disassembly of the device, it was found that the harness was a previous version and was burned. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, correct czech republic to spain. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was found that the led unit and harness needed to be changed. They are burned and there is higher resistance between contacts. No further information could be obtained regarding the reported event. Olympus will continue to monitor field performance for this device.